Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line detached from the cassette component of an amia automated pd cycler set. This was further described by the home patient (hp) as ¿the heater line was detached from where the cassette was and that the heater line to the heater bag in the heater tray was intact¿. This occurred during automated peritoneal dialysis (pd) therapy. The hp was connected at the time of the event. The hp reported the issue to renal therapy services however, the hp removed the supplies and ended the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. There was no evidence of a broken solvent bond between the tubing and cassette ports. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.